Event description:
It was reported that, prior to use, these el reservoirs were observed to have black particles inside nine reservoirs and one device also had a broken connector. The devices were replaced. There was no patient involved. Medtronic received additional information that the sterile barriers were still sealed when the fm (foreign material) was identified. There was no damage to the packaging or other devices in the same box/shipping container.

Manufacturer narrative:
Device evaluation summary: visual inspection of the 3 unopened devices shows evidence of embedded foreign material (fm) in 1 of the 3 devices. Reason for the return was confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.